Manufacturer narrative:
During a follow-up with the clinic, it was reported that the patient had moved out of state and has not returned to the clinic for evaluation. Based on verbal communication, the patient reported that the symptoms have resolved. The device history records for radiesse lot 1011899 were reviewed; this lot met all testing specifications.

Event description:
Patient was injected with radiesse dermal filler in the naso labial folds. The patient developed tenderness, swelling, inflammation near the nostril and erythema along the right side nl fold. The patient was seen by an ER physician and treated with broad spectrum antibiotic. The ER physician feels this event was due to patient's previous chemotherapy treatments in 2003 and that she should not have been injected with any dermal filler.